Manufacturer narrative:
The devices returned for evaluation were reviewed and it was confirmed that the fibers were broken at the proximal sma connector, likely due to burn damage which was also observed. Upon review, the laser fibers did not exhibit any manufacturing defects or inconsistencies and the customers feedback regarding the laser fibers being difficult to connect to a laser device was not consistent with dornier investigation findings as this experience was not recreated. It was noted upon review of the rfid information that the laser fibers were each utilized by the customer, which provides objective evidence the laser fibers were at least operating as intended prior to the breakage and burn damage observed. It is recognized that all laser fibers manufactured by dornier medtech america are subject to 100% inspection for visual defects as well as power performance testing which confirms the device is operating within specification. It is not possible to confirm the root cause of the burn damage identified, however, it is possible to state this damage was not likely to have been caused by any factor related to the manufacturing of the device.

Event description:
Dornier was contacted with a report of a defective laser fiber. The customer stated, "one of the fibers' connector was broken. All fibers were moving back and forth before use."